Event description:
The customer reported that a patient death occurred and they needed assistance with review of log files for (B)(6) between 6:30 and 9:30 am in room 24. While no specific allegation has been made to date, the log data demonstrates a lengthy event for the patient with multiple alarm silence actions. Use of the device may have been a factor. A patient death occurred.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was contacted for more information at which time a nurse indicated that there was no problem with any philips monitoring equipment to prompt the call. There was no sense that any monitoring product was a factor. They only wanted assistance to capture data for charting purposes. Staff did save data but they felt they did not have everything they needed. They were looking for the blood pressure history and wanted to have the logs evaluated for this. The customer was informed that the log data stores alarm data for critical alarms but does not store a vital sign record. The customer said she was not aware of this and would follow up with their biomed further. No onsite evaluation of any monitoring product was requested or provided. The device remains in use. The customer reported that a patient death occurred and they needed assistance with review of log files for (B)(6) between 6:30 and 9:30 am in room 24. The issue did not involve any allegation of product malfunction or any indication that the device was a factor in the death of the patient. The customer expected to received assistance from philips in gathering blood pressure historical data for charting purposes by gathering and submitting the information center log files for review. The customer was informed that the logs do not store historical vital sign information. The customer was not aware of this and agreed to follow up with their biomed.